Manufacturer narrative:
The account engineer found that the slingbar composite hook was broken. Previous tests have been performed on similar failures in order to find the root cause of the problem. The conclusions are: the material composition in the broken hooks were according to specification. If loads are applied according to the instructions guide, the hook will manage more load than the aluminum bar. The breakage of the hook can be simulated by the misuse cases identified below. Based on the information provided, it appears the slingbar hook would break in cases only when used improperly (the load is put on the top of the slingbar hook or the slingbar is loaded asymmetrically/unevenly). In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the hook of the slingbar broke while placing the patient on the bed. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).